Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient experienced mumbled speech, weakness, and diaphoresis. The patient's child treated the patient with a glucose tablet, but the patient had loss of consciousness (loc), so the child called 911. The cgm was reading 260 mg/dl and the blood glucose reading was 30 mg/dl. There was no documentation of further medical intervention by emergency medical service (ems). At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, additional information was received on 02/18/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over 6 hours, which is off-label usage of the g6 device and may affect the g6 readings. On (B)(6)2023, it was reported by the child that the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient received a high cgm alarm with estimated glucose value (egv) of 250 mg/dl. The reporter checked the bg which was showing 29 mg/dl. The patient had decreased responsiveness and mumbling with diaphoresis. The reporter treated the patient with carbohydrates and called 911. The bg when emergency medical service (ems) arrived was showing 59 mg/dl. There was no further intervention for hypoglycemia. Ems waited for the patient to stabilize, then left. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. No data was provided for evaluation. The allegation could not be determined. The probable cause could not be determined post investigation. No additional patient or event information is available.